Manufacturer narrative:
Investigation results: the investigation of the complained device was carried out visually, and microscopically. The devices show similar deviations, or damages. Damaged and broken parts of the ceramic can be found as well as misaligned jaws. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers, and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Investigations lead to the assumption that the ceramic breakages, and the misaligned jaw parts caused by an improper handling due to a mechanical overload situation. Possibly an excessive force has been applied on the instrument or the possibility of torsion or high leverage with the instrument. According to the IFU the following points need to be observed: " [...] To avoid damages to the working tip, especially the ceramic insulation: apply caution when operating the product. Do not apply excessive force. Protect the working tip against knocks and impacts. Use the pin protector when the product is not in use." (Excerpt of the IFU). Based on the investigations, and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with a maryland fixation forceps jaw insert. According to the complainant, the ceramic part of the jaw came off during surgery. No patient complications were reported as a result of the event. Should additional relevant information become available, a supplemental medwatch report will be submitted. The malfunction is filed under aag reference (B)(4).